Manufacturer narrative:
H6: investigation summary : bd received an unsealed 22 gauge nexiva unit from lot 2293517 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the extension tubing had become disconnected from the q-syte adapter. Next, the engineer used a uv light to investigate the extension tubing and adapter for any adhesive present. The uv light confirmed that there was adhesive present on the tubing and inside of the adapter. It was also discovered that there was a small section inside the adapter where there was not any adhesive present and microscopic analysis discovered that the adhesive on the outer diameter of the tubing was only on half of it. The adhesive appeared to be halfway peeled off the outer diameter of the tubing. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a lack of adhesive present on the tubing and adapter. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. H3 other text : see h.10.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the tubing separated from the adapter. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the adapter was disconnected from the extension tubing immediately after puncture.

Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the tubing separated from the adapter. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the adapter was disconnected from the extension tubing immediately after puncture.